Event description:
Rptr had silicone breast implants implanted after surgery for mastitis. She was never informed they were dangerous or full of toxic poison. She has been sick for about 10 years. She is severely disfigured and in pain all of the time. The pain is increasing rapidly. She has been diagnosed with myalgias, photosensitivity, arthralgias, bowel problems, insomnia, paresthesias and lower extremities and sicca symptoms.